Event description:
It was reported the patient experienced a jolting sensation while reaching under the hood of the car. The stimulation works but the patient has felt tired and experienced constipation. At the time of the report the patient was at the clinic. Additional information has been requested from the hcp.

Manufacturer narrative:
.